Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate; customer did not know the cause. Customer corrected pump time to resolve the issue. Customer's blood glucose was 370 mg/dl.